Event description:
Inability to remove foley catheter from pt before delivery of baby. On (B)(6) 2020, rn attempted to remove foley catheter from (B)(6) patient prior to delivery; 10ml syringe attached to balloon port of catheter. Rn reported resistance and inability to expel the 10ml saline from the balloon. Md attempted to manipulate catheter positioning. In an effort to relieve pressure from the balloon with no success. After several failed attempts, patient proceeded through delivery of baby, with foley in place. After delivery, md again attempted removal without success. Md then attempted to drain the saline from the bulb by making an incision in the catheter tubing, with no success, followed by an attempted needle aspiration of saline from the tubing, which was also unsuccessful. Md successfully drained bulb and removed foley after manually applying internal pressure to pt's bladder.